Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was found to be frayed at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. The frayed strands stuck out at the wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the prograsp forceps instrument, it was noted that the wire of the instrument was frayed. There was no report of fragments falling into a patient.